Event description:
It was reported that the patient is being referred for replacement due to low battery and because the patient is unhappy with the way in which the device is protruding. Clinic notes were received which stated that the patient had intense itching and burning at the site of vns implant. The patient also mentioned that they feel the vns device is not working. Multiple attempts were made to obtain information regarding the adverse events that were reported for the patient. However, no additional relevant information has been received. No known surgery has occurred to date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial report inadvertently listed the incorrect unique identifier (UDI) number.

Event description:
Information received that the patient underwent generator replacement surgery. The facility at which the patient underwent generator replacement surgery is historically a no return site. No other relevant information has been received to date.

Manufacturer narrative:
Event problem codes (patient code), corrected data: initial report inadvertently did not list the one of the patient codes. Event problem codes (device code), corrected data: initial report inadvertently listed the wrong device code.

Event description:
Information was received that the patient is being referred for a vns replacement surgery due to generator migration. No other relevant information has been received to date. No known surgery has occurred to date.